Event description:
The customer contacted spacelabs healthcare to report that their xprezzon bedside monitor would power cycle while in use to monitor a patient. There was no reported patient or user harm associated with the event. The unit was removed from use and shipped to spacelabs healthcare for depot repair. The device was tested by an equipment service center technician and the reported problem was verified. The technician replaced the cpu pcba, backplane pcba, and the power supply pcba. After repair, the device passed all final functional testing and was returned to the customer.